Event description:
It was reported that the user started a freestyle libre 3 plus sensor using the libre 3 plus mobile app, which resulted in the sensor being in use by another device and unable to pair with the ilet, and the user was advised that the libre 3 plus sensor must be started within the ilet mobile app for pairing. No adverse clinical symptoms reported. Outcomes included user education and troubleshooting to address pairing and setup. User support included technical support review and user guidance on correct app workflow. Investigation of this case revealed that the sensor pairing issue was due to use with an incompatible initiation pathway, consistent with a use-related setup error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user initiation of the sensor on a non-ilet app, which prevents subsequent pairing with the ilet system.

Manufacturer narrative:
Initial.